Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 3.50 x 16mm synergy ii drug-eluding stent was being used but the shaft kinked and broke. No patient injury was reported.